Manufacturer narrative:
H11 :since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that she receives an alarm and was hospitalized due to hyperglycemia and ketones after 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was displayed high and treated by IV and fluids of saline and insulin. No further information was available.